Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. It was reported that the pump emitted a replace battery alarm (128-fb88). This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/10/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 02/21/2014 with the following findings: a review of the pump history showed that a replace battery alarm was recorded on 01/01/2014. The battery compartment was fully intact; no damage or cracks were observed. There was no evidence of moisture contamination found inside the battery compartment or on the underside of the battery cap. The battery cap was able to fully secure to the pump. No power losses were observed during the investigation. The pump¿s electrical current draws were found to be within the required specifications. The pump case was removed and no evidence of moisture contamination was found inside the pump. The battery terminal contacts showed no evidence of intermittent contact. The complaint of the replace battery alarm was observed in the pump history but was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.